Event description:
It was reported that, "the pt came to dr (B)(6) to remove cement spacers and perform revision surgery. We trialed with a number 5 trial cutting guide and the decision was made to go to a size 4. The tech was disassembling the number 5 trial guide and the center portion broke. The surgery team had moved onto the size 4 and the size 5 breaking did not affect the surgery."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.